Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was challenging due to aortic shadowing. The mitraclip delivery catheter (cds) was advanced and the clip was placed with adequate leaflet insertion. However, after clip deployment, the clip opened approximately 75 degrees. A second clip was placed on the lateral side to increase stability of the first clip. Mr was reduced to 2+. Pulmonary venous flow (pv) flow initially was fully reversed, after the second clip placement; pv flow was blunted. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. This event was further reviewed by an abbott vascular research and development engineer and the reviewer concluded, that the clip arms appear to be opened approximately 60-70 degrees. However, it appears that both leaflets are still grasped.all available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. The reported additional therapy/non-surgical treatment appears to be a result of case specific circumstances as a second clip was deployed on the lateral side to increase stability of the first clip. The reported poor image resolution was due to procedural circumstance/operational context. There is no indication of a product issue with respect to manufacture, design or labeling.